Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. DHR has been requested if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis.DHR conclusion:a review of the DHR indicates there were no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate the product was manufactured to specifications.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, a helical blade coupling screw and a stepped drill bit broke during a trochanteric nailing to correct a pathologic femur fracture. The patient's dense bone is reported to have caused the drill bit breakage. The connecting screw is reported broken as a result of the blow of the mallet. No surgical delay and no adverse effect to the patient was reported. The procedure was successfully completed. This complaint involves one coupling screw and one drill bit. This is report 1 of 2 for the same event, complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A product development evaluation was completed: one helical blade coupling screw (part# 357.377) was returned with a complaint category of broken intraoperatively. The helical blade coupling screw is part of titanium trochanteric fixation nail (tfn) system and it is used in the insertion of the helical blade during tfn procedure. The returned helical blade coupling screw (lot # 5217368) was manufactured on august, 2006 and is approximately 8 years old. The helical blade coupling screw was received with the knurled knob separated at the distal end tube union. Separated surfaces are homogenous with clear material separation, weldment remains intact. The knob shows evidence of hex drive wear and substantial hammer marks on the proximal side of the knob consistent with heavy use. The tube length shows considerable discoloration, roll marks, and scratches consistent with heavy use. The distal threads are suitably worn but intact. A review of the design drawing indicates that the returned part was manufactured to the relevant drawing; since then there was one design change to the drawing that did not affect the intended use of the device. The method of use rather than a design deficiency has led to this complaint. . Therefore, this complaint is confirmed however the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.